Event description:
Dexcom g6 sensor products have failed repeatedly and I cannot get any glucose readings. When my transmitter failed they could not find me in the data bank and refused to help. My diabetes is difficult to control and I need to get constant sugar readings. Their product support is set up to deny helping the consumer. The product sensors are dysfunctional. When their transmitters fail they do not replace the defective product. Please help the consumer with this expensive, non-functioning medical product.